Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
As per medwatch form the patient underwent 3 level cervical disectomy and fusion surgery using rhbmp2 knowing that it was banned by the FDA in use in cervical spine surgery.post-op on (B)(6) 2013, the patient complained of tremendous pain and have bone spurring of the areas where the surgery was performed.